Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, an occlusion alarm occurred. Reportedly, the customer loaded a new cartridge successfully and resumed insulin delivery. Customer¿s blood glucose was 204 mg/dl.